Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: malposition: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red encapsulation was observed on the shell. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported capsular contracture, baker grade iii, "high and tight, getting tighter". The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, malposition: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Creases were observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side no complaint against the device. Later, healthcare professional reported capsular contracture baker grade iii, "high and tight, getting tighter". Device has been explanted.